Manufacturer narrative:
Corrected data: h1. - type of reportable event. D2. - common device name. Additional manufacturer narrative: medwatch #2017233-2020-00234 was sent in error. Additional received information determined that this event is not reportable to the FDA and therefore the medwatch (and supplementals) will be retracted. Reference medwatch #2017233-2020-00235 for event details.

Manufacturer narrative:
(B)(4) product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. (B)(4) device remains in patient and is not accessible for testing.

Event description:
The following was reported to gore: on an unknown date, the patient underwent endovascular repair for the left leg using two gore® viabahn® vbx balloon expandable endoprostheses. These endoprostheses were implanted successfully. The patient tolerated the procedure. On an unknown date, the imaging identified two endoprostheses were disconnected and a pseudoaneurysm was confirmed from the disconnecting site. On (B)(6) 2020, new gore® viabahn® vbx balloon expandable endoprostheses was implanted to reline the disconnecting site. The physician suspected it is possible that the pseudoaneurysm occurred due to the initial procedure. However any further information for the initial procedure is unavailable for now. It was reported the patient anatomy was tortuous and the gore® viabahn® vbx balloon expandable endoprostheses were implanted in such a way to as straighten the vessel.